Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-05632 and 2134265-2014-05900. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an opticross imaging catheter was used to diagnose an unknown lesion. However, there was a problem with pullback. They attempted automatic pullback twice and after exchanging the device to another of same device, the issue was resolved. No patient complications reported and the patient's condition is good.